Event description:
A malfunction alarm was reported by the customer. There was no information regarding an impact to the customer's blood glucose level, and no indication was given that the level exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump following the malfunction, after which the same malfunction code did not recur. The customer was informed to continue using the pump and was advised to contact support again if the malfunction reappeared.